Event description:
Healthcare professional reported right side exchange of textured devices due to patient's concern with product and "silicone is stained yellow on the inside and a small amount of liquid was found in the pocket of the device". Patient's spouse reported "testing of fluid for alcl and that the results were negative." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: exchange of textured devices due to patient's concern with product. Device evaluation: visual analysis of the returned device identified: opening on anterior side, yellow particles on the surface of the shell, weight to the spec. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.